Manufacturer narrative:
(B)(4). The device history record was conducted on the lot number of the sample received (160201) and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was returned to the manufacturer (truphatek) for evaluation. Truphatek reports that the problem could not be reproduced, nor did they find any issues with the product. The root cause is listed as no failure found.

Event description:
Customer complaint alleges that the device had a "flickering light which then stopped working." The alleged defect was reported to have occurred during pre testing prior to use.

Manufacturer narrative:
(B)(4). The device has not been returned at the time of this report. The investigation is in progress.

Event description:
Customer complaint alleges that the device had a "flickering light which then stopped working." The alleged defect was reported to have occurred during pre testing prior to use.